Event description:
It was reported that drill bits did not cut properly, appeared dull, and broke during use in surgery. It is unk how many times this type of event occurred.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.